Event description:
Additional information received noted the lead was explanted and replaced. The patient was in stable condition.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead oversensed noise, which triggered pacing inhibition. No changes or intervention was performed. The patient was in stable condition.